Event description:
It was reported that the pin of the micropituitary was missing from the tip. No patient complications were reported.

Manufacturer narrative:
Device was returned to the manufacturer for evaluation. The visual macroscopic exam and microscopic exam shows that the pin at the static shaft's tip is missing. The hole of the pin appears to be in good condition. Excessive force applied to the instrument may cause the pin to break. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.